Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) after approximately 18.5 months. The physician expressed dissatisfaction with regard to device longevity. The device was explanted, replaced and returned to guidant for analysis.